Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a CT scan for lower back problems in (B)(6) 2019. The lower back problems started 2 months ago ((B)(6) 2019). Since having the CT scan, they had terrible pain on their left lower back side and left leg and was hard to walk. The patient noted that they had 2 ins¿s implanted, one on the left side and one on the right side. Their urologist told them 2 years ago (2017) that the implants were dead. The patient was directed to follow up with their healthcare professional (hcp). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they attributed their pain and difficulty walking to the presence of the implanted devices. They stated that they did a CT scan and as they walked out of radiology, the pain started. The patient noted that the doctor that did the implant was no longer ¿in business¿ and they could not find a doctor to check the device. Their pain and difficult walking issues were not resolved. They reported that they still had pain and had to use a walker to go for a walk. The patient also mentioned that they had trouble with bowel control. There were no further complications reported or anticipated.